Event description:
The customer reported that the central nurse's station (cns) is showing communication loss (comm loss) for all the beds. There was no patient injury reported.

Manufacturer narrative:
According to the customer, they think that they have a cut cable so they'll check the switch closet and then the server closet. The customer will reach out after checking if necessary.